Event description:
It was reported that an intraocular lens (iol) symfony is planned to be exchanged for an eyhance due to glare. However, it was learned that the patient may be alright with doing the prk (photorefractive keratectomy). No other information was provided.

Manufacturer narrative:
Date of event: unknown, not provided. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted, date: unknown, information not provided. If explanted, date: not applicable as lens remains implanted. The device remains implanted; therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.